Event description:
The customer reported that the insulin pump has a crack in the battery compartment. The blood glucose level was 60 mg/dl. The patient does not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.